Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The device's event log showed that there was a' cassette not attached properly" alarm. The customer's stated problem was verified. The pump was inspected, and a cassette was attached onto device. It alarmed "cassette not attached properly". Further investigation of the pump determined that a faulty downstream occlusion sensor was the cause of the issue. The downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "cassette not attached properly". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.